Manufacturer narrative:
Lack of samples from customer.

Event description:
Customer submitted a problem because needle bending and general dissatisfaction and his lack of trust to the product. Patient has submitted pain and leakage of insulin when using victoza pen. He has assessed needles as the worse compare p those which he was used previously. He afraid that needle will bent and break inside the body.